Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to non-function. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath and spectranetics visisheath dilator sheath on the ra lead, the lead was removed. Then, when removing the glidelight from the body, the patient's blood pressure dropped, and a pericardial effusion was detected. Rescue efforts began, including sternotomy. A perforation in the svc/ra junction was discovered; however, was unable to be repaired. The rv lead remained, and the patient did not survive the procedure. This report captures the glidelight in use when the perforation occurred, requiring intervention, but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B7) other relevant history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. H3) the device was discarded, thus no investigation could be completed. H6) great vessel, cardiac perforation, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.